Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the existing cartridge. Customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A correction bolus and manual injection was delivered to address bg level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.